Manufacturer narrative:
With the available information, bsc concludes that the alleged sensing problem during the implant procedure occurred due to a lead fracture in the distal high voltage (hv) conductor as a result of user damage. The lead was returned to bsc with an extended helix and deformed lead body. Continuity tests were performed which demonstrated the lead was not electrically continuous and a fracture of the hv conductor was confirmed. The observed visual lead deformation and fracture is consistent with damage from a ductile fracture, in which the user attempts to remove the lead with force. Bsc confirmed that the alleged sensing problem was a result of a user-induced lead fracture.

Event description:
It was reported that during the implant procedure, the physician had difficulty obtaining bipolar measurements from the right ventricular (rv) lead. The lead was exchanged to resolve the event and the patient was stable with no adverse consequences.